Event description:
It was reported by the patient's wife that the patient was shocked 30 times when the device and lead malfunctioned. The dr. Reportedly programmed the device shocking off. The lead was subsequently replaced, and the device remained in use with the new lead. No further patient complications were reported as a result of this event. Additional information was subsequently received from an attorney alleging that the plaintiff "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]." In addition, "plaintiff has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.